Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries would not last. Customer's blood glucose was 7 mmol/l. During troubleshooting, found low battery alarms, unexpected restart alarms and signal too low alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart test and self-test. No unexpected error alarm or unexpected error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. It also had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.